Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was implanted improperly, leading to pain at the ipg site. In turn, the system was explanted on an unknown date.